Event description:
It was reported that the arctic sun device had no water circulation. Per follow-up information received via ibc on (B)(6). 2021, stated that this failure happened while the patient was on therapy. Patient switched to a different device and completed therapy on same device. Device was repaired at crs medical, and issue was resolved. Per sample evaluation, the pump/system had a high rate.

Manufacturer narrative:
Upon further review, it has been determined that this event is not reportable as there is no allegation against the product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had no water circulation. Per follow-up information received via ibc on 04aug 2021, stated that this failure happened while the patient was on therapy. Patient switched to a different device and completed therapy on same device. Device was repaired at crs medical, and issue was resolved. Per sample evaluation, the pump/system had a high rate.